Event description:
Reporter alleged obtaining a discrepant blood glucose result of 63 mg/dl back to back with a result of 118 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he took his normal 44 units of lantus after the readings were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.